Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and low pacing impedance. It was also reported that the atrial lead was not sensing. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.